Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited beeping and finished 10 hours early from the 46hr infusion. No reported patient injury.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The returned device passed all functional testing. The upstream and downstream sensors were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The returned device passed all functional testing. The upstream and downstream sensors were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.